Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did this event occur? Was a cholangiogram performed? Were there any issues with the formation of the clip(s) intra-operatively? Were there any issues with the feeding of the clip(s) intra-operatively? What was found during the re-op? Where was leak site detected? Were clips found to be present? If so, what was the formation of the clips? How experienced is the surgeon with this device? What is the patient¿s current status? Is the patient expected to have a full recovery?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: the surgeon confirmed there were no leaks due to the operation. All three clips scissored when he used it. He ended up using a different device patient was affected, but again , the clips were all malformed. He didn't have any leaks and that the clips scissored on him.

Event description:
It was reported that after a laparoscopic cholecystectomy procedure, a biliary leak occurred post-op. A re-operation was performed to address the leak. It was unknown if there were any issues reported with clip formation. One device was discarded.